Event description:
Hospital personnel were attending to an asystolic patient. External pacing was attempted and allegedly the device displayed a pacing leads off message and would not pace. A back up device with a new therapy cable was obtained and used to continue treatment to the patient. The patient was not resuscitated however the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.